Event description:
The customer reported that the system would display error message 154 after boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the motherboard battery and adjusted the 5vdc voltage circuit and reseated the power connections at the power distribution printed circuit board. The system was tested and found to be working as intended adn put back in service.